Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation, the electrode belt failed an ECG fall off test. There was a fractured solder joint connecting the rear pulse wires inside the distribution node (dn). The cause of the test failure was isolated to the fractured solder connection. The root cause of the fracture was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient received arrhythmia alarms.